Event description:
It was reported that the upon powering up the programmer a smell of burning plastic was observed. It was also noted that the programmer display screen was dimmed; user input was still accepted and interpreted correctly. The unit would be replaced and was returned.

Manufacturer narrative:
(B)(4).